Event description:
The customer contact reported the device alarmed with a s233 (over temperature error) malfunction alarm code. The device was returned to the biomedical department from central sterilization unit with an unsigned note stating that it won't work. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse events, medical intervention needed, or delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.